Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible pacemaker mediated tachycardia. It was also reported that the right ventricular (rv) lead exhibited oversensing, high and rising impedance and had notable capture issues in the past. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.